Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the reporter for the patient contacted lifescan (lfs) alleging that his son¿s onetouch verio flex meter displayed an apply sample message whist attempting to test. The complaint was classified based on the customer care advocate (cca) documentation. The reporter for the patient stated that the alleged product issue first began on (B)(6) 2017, 10:39am. The reporter stated that the patient takes insulin (no-adjustments) to manage his diabetes and stated that she made no change to his usual diabetes management routine in response to the alleged product issue. The reporter detailed that about six hours after the alleged product issue began, the patient developed the symptoms of ¿hunger¿. The reporter denied that the patient received any treatment outside of his usual diabetes management routine. At the time of troubleshooting the cca noted that it was not the first time the subject meter was being used. The patient completed the correct testing steps and the test strip completely drew in the blood sample. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.